Event description:
On (B)(6) 2013, the patient expressed concern over her vns replacement surgery not being covered by insurance, because she believed her depression symptoms were returning. Clinic notes dated (B)(6) 2013 indicate the patient claims to be feeling perfectly good overall and was not having any major problems. The patient's settings and diagnostic results were provided. The clinic notes were received as the patient was being referred for a replacement due to what appears to be normal end of service. A battery life calculation was performed which indicates an estimated 0.24 years until eri = yes. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
Analysis of programming history: previously submitted MDR omitted for the battery life calculation that was performed. This report is being submitted to correct this information

Manufacturer narrative:
.